Event description:
It was reported through the implant patient registry (ipr) that the patient died approximately 21 days after the tavr procedure, additional information was not provided.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Despite multiple attempts by edwards lifesciences to obtain the cause of death, it remains unknown. In addition to the procedure itself, the patient¿s advanced age, and underlying comorbidities likely contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.